Event description:
The user facility reported a 55-year-old female undergoing cardiac surgery was to be implanted with an impella 5.5 device for mechanical circulatory support. It was reported that complications were encountered during attempted delivery of an impella 5.5 pump. It was documented that multiple attempts were made to advance the pump, but the outflow cage was unable to traverse through the artery. The decision was subsequently made to abort the implant due to the patient's anatomy. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella device was not returned for evaluation. However, clinical details provided were sufficient to determine the root cause. The root cause of the delivery issue was due to patient condition because of lesser vessel diameter as noted to be 6mm which is less than minimum vessel diameter of 7mm needed for impella 5.5 insertion. H6 impact code added 4627.